Event description:
The customer observed (B)(6) results for one patient. The customer provided the following data: (B)(6). The specimen was (B)(6) using other methods: a siemens technique and western blot. There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. (B)(4). Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, master lot release review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. A sensitivity testing protocol was executed using in-house material of lot 47285li00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Review of the final release data indicated that the lot was within release specifications. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect (B)(4) ag/ab combo assay, list number 04j27, lot 47285li00 was identified.